Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).

Event description:
On 03/24/2026, it was reported that dr. (B)(6). Stated that the "hinge broke on upper right" of a silent nite gl hinge device. The device will be returned for evaluation and there will be a remade with a passive fit. Additional information received reported that while the 38 year old, male patient was sleeping on (B)(6) 2026, the device broke. The patient was not able to continue using the device after it broke. The patient did not experience any injury and there was no medical intervention required. The device has been returned.